Event description:
It was reported, during surgery, the surgeon seemed to have problem with the pin clamp. While tightening, one of the screws broke. Another one was used to complete the surgery.

Manufacturer narrative:
Na